Manufacturer narrative:
Concomitant medical products: 1318 hvad tool, implanted (B)(6) 2017; 1425us hvad accessory, implanted (B)(6) 2017; 2060us hvad accessory, implanted (B)(6) 2017; 1103 hvad pump, implanted (B)(6) 2017; 1125 hvad outflow graft, implanted (B)(6) 2017; 6984m adaptor, implanted (B)(6) 2016; 6707-15 adaptor, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered an inappropriate shock for atrial fibrillation (af) with rapid venctricular response (rvr). The ICD remains in use. No further patient complications have been reported as a result of this event.